Event description:
The customer contacted physio-control to report that their device was showing a service wrench in its readiness indicator. Upon initial evaluation, it was observed that the device was showing all three icons attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to integrated circuit, designator u15, on the digital pcb causing excessive current leakage, which depleted the internal hybrid layer capacitor batteries and the charge-pak battery charger.

Event description:
The customer contacted physio-control to report that their device was showing a service wrench in its readiness indicator. Upon initial evaluation, it was observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing a service wrench in its readiness indicator. Upon initial evaluation, it was observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.